Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 console blew multiple fuses during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console blew multiple fuses during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4) . Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the complained touch screen with a new touch screen and cleared the nvmem according to the s5/c5 touchscreen replacement field engineering note. The console revision was updated and functional check performed. No further issues were discovered. Photographs of the replaced touch screen were sent to sorin group (B)(4) for evaluation. After reviewing the photos, it was determined that liquid had penetrated into the touch screen, causing the reported issue. This is a known issue and CAPA 10/2013 has already been opened to address this issue. Change order (B)(4) has already been implemented as a correction.